Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-12554. It was reported the pt experiences increased pain in her hips and back. An sjm reprogrammed and was able to provide effective therapy on the left side. However, the right side lead had high and invalid contacts. As a result, reprogramming was unable to provide therapy to the pt's right side. The physician was informed of the issue. It is unk which of the leads has the issue. Therefore, both leads are being reported.